Manufacturer narrative:
Maquet cardiovascular received the device on 12/22/2008. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received.

Event description:
The hospital reported that at the end of the coronary artery bypass graft surgery, when the surgeon was taking the stabilizer off the retractor, a piece of plastic on the device popped off and fell inside the chest cavity. It was the piece with the guidant name on. The piece was picked out from the cavity without add'l intervention. This happened after the procedure and the hospital did not report any pt effect.